Event description:
The customer stated he received a blood glucose reading of 20mg/dl on the contour, but the reading was not found in the meter memory. No adverse event was alleged. Customer was advised to return the meter for evaluation. A new meter was sent to him.